Event description:
Additional information received notes that there was externalized conductors noted on the right ventricular (rv) lead.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. The physician elected to explanted and replace the rv lead. The patient condition was stable.